Event description:
It was reported that the patient experienced lack of effective therapy with their drg system as the l5 drg leads were not providing adequate relief and they needed a high-power requirement. Additionally, the patient presented with bilateral fractures at both s1 drg leads. The fractures were confirmed via fluoroscopy prior the surgery. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the l5 drg and s1 drg leads were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.